Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met spec at the time of MFR. A medical device report was submitted for the second device involved in this case, MFR report number 2183620-2011-00047.

Event description:
It was reported that the pt received abdominal wall reconstruction for strangulated small bowel, hernia repair, and removal of an unspecified infected mesh. A portion of the pt's small bowel was resected at the time of surgery. It was further noted that the pt's fascia was of poor quality. Two (2) 12x25 veritas patches were implanted to repair the abdominal wall defect. The procedure was performed without complication. Approx two (2) days post placement of veritas, the pt presented with bile draining from the abdomen as evident by fluid collected from the drain placed at the time of surgery. The pt was taken back to the operating room for exploration, at which time a small bowel perforation was discovered and repaired. It was further noted that small bowel contents had spilled onto the implanted veritas tissue and the veritas tissue was reported to have "bathed in bile for two days". The portion of the veritas tissue in contact with the small bowel contents appeared to have disintegrated and the remaining veritas was removed. An unspecified polypropelene mesh was implanted. The pt is reported to be in good condition and is recovering well.